Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip had leakage at the hub when injecting.

Event description:
It was reported that a 3 ml bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip had leakage at the hub when injecting.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.